Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her pelvic organs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection. Concomitant products included drospirenone;ethinylestradiol (ocella). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device, expulsion of essure device"). The patient was treated with surgery (device removal). At the time of the report, the uterine perforation and device expulsion outcome was unknown. The reporter considered device expulsion and uterine perforation to be related to essure. The reporter commented: insertion details:(B)(6) 2008:procedure completed in right tube leaving the coil in place in the tube with about 1 ring protruding into the endometrial cavity. Attention was the turned to the patient's left tubal ostia. Here, correct placement ensured about 1 coil protruding into the endometrial cavity. Initially it was given as drug removal (perforation) now follow up added with following discrepancy:have you had your essure (or any part of the device) removed? No active problems excessive fetal growth affecting care of mother diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: preliminary film reveals two radiopaque wires in expected location. The left fallopian tube is patent, and the left essure wire is perpendicular to the fallopian tube. The right side is occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2019 for the following reason: information and references from case 2019-062348 (MFR number 2951250-2019-01278) were entered as it was a duplicate from this case. Reporter¿s information and indication of essure were updated, and the event ¿perforation¿ was recoded to ¿uterine perforation¿. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of her pelvic organs") in a female patient who had essure inserted for contraception. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of her pelvic organs') and fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection. Concomitant products included drospirenone;ethinylestradiol (ocella). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device, expulsion of essure device"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: insertion details: (B)(6)2008: procedure completed in right tube leaving the coil in place in the tube with about 1 ring protruding into the endometrial cavity. Attention was the turned to the patient's left tubal ostia. Here, correct placement ensured about 1 coil protruding into the endometrial cavity. Initially it was given as drug removal (perforation) now follow up added with following discrepancy:have you had your essure (or any part of the device) removed? No. Active problems. Excessive fetal growth affecting care of mother. Other injuries/symptoms- tubal ligation received treatment for other injuries/symptoms.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: preliminary film reveals two radiopaque wires in expected location. The left fallopian tube is patent, and the left essure wire is perpendicular to the fallopian tube. The right side is occluded. Right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received. Reporter added. Event perforation- fallopian tubes added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of her pelvic organs") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection. Concomitant products included drospirenone w/ethinylestradiol (ocella). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device, expulsion of essure device"). The patient was treated with surgery (device removal). At the time of the report, the perforation and device expulsion outcome was unknown. The reporter considered device expulsion and perforation to be related to essure. The reporter commented: insertion details:(B)(6) 2008:procedure completed in right tube leaving the coil in place in the tube with about 1 ring protruding into the endometrial cavity. Attention was the turned to the patient's left tubal ostia. Here, correct placement ensured about 1 coil protruding into the endometrial cavity. Initially it was given as drug removal (perforation) now follow up added with following discrepancy:have you had your essure (or any part of the device) removed? No. Active problems excessive fetal growth affecting care of mother . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs & mr received. Reporter information added. Concomitant condition, concomitant drug, lab data were added. Added event migration of essure device / expulsion of essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.